Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history were not performed because the part and lot numbers were not reported, and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported material deformation. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6; rdc 2017 was removed.

Event description:
It was reported that during advancement of the unspecified xience xpedition stent delivery system the stent struts became flared; however, it was noted the stent was implanted and remains implanted successfully. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Estimated date of event- (B)(6) 2022. Estimated date of implant- (B)(6) 2022. 2017- use after damaged.